Event description:
It was reported that particulates were found in the vamp jr. There were no patient complications reported.

Manufacturer narrative:
Received one vamp jr system for evaluation. The returned sample was evaluated prior to decontamination. The vamp jr system had been filled with heavy blood. It was unable to visually identify any particulates in the dark red blood. The blood was flushed with water, out to a clean container. It was still unable to visually identify any particulates within the dark red blood solution. After decontamination, there was still blood on the inside surface of the vamp system. The reported issue could not be verified due to heavily blood contaminated condition of the returned vamp system.